Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. The customer reported their blood glucose (bg) level as ¿high¿, specific value was not provided and thirst and abdominal pain. The customer addressed their elevated bg level with a bolus via the pump and continued to use the pump for insulin therapy.